Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sigmoidectomy procedure. The reload was connected to the manual stapling handle. The surgeon clamped the tissue and started the firing, however, a crack sound was heard. The device was not able to fire at all. Replaced by a new handle and the firing was completed. The surgeon stated that the tissue was slightly thick. There was no patient harm. The status of the patient is no problem. No reinforcement material used.